Manufacturer narrative:
We received an e-mail from (B)(4) requesting info pertaining to the voluntary FDA medwatch report she found during a review of the maude data base to which she could not find a corresponding medwatch report from us. A review of our complaint database was performed and no file was found that matched the incident reported in this voluntary medwatch report. Since the reporting facility and the unit serial number are not contained in the report, no match could be made. We have opened a complaint file on this incident based on the printout from the maude database and have submitted this medwatch report. With no reporting facility info or unit serial number available, no record of any eval or corrective measures for the unit was found within our complaint database.

Event description:
While checking a pt in semi-private room, rt noticed flashing vent inop alarm on other pt's ventilator. Vent had no audible alarm. Graphics had all gone flat line, but there were exh tidal volumes and spontaneous rates on the read out. Pt bagged while ventilator replaced.